Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va1lw62, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that patient's device was removed due to infection. It was noted that the wires were coming out of their body. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) lot# va1lw62 serial# implanted: (B)(6) 2017 explanted: (B)(6) 2018 product type lead : the PMA/510k # has been updated if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was reported that the cause of the wires coming out of the patient's body was the infection and that an exact implant date was not known as it was done at an outside institution, however the explant occurred in the year 2018 and the explant date was updated by the device and registration tracking system (dart) so the explant date listed is valid. It was also noted that the device status was unknown as it was done by an outside urologist. There were no further complications reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are:product ID 3889-28, lot#: va1lw62, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.